Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on 04/24/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no were changes required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that when the neptune heater is plugged into the pb 840 ventilator, the unit frequently shuts down, and sometimes will not power up. When the unit is shut down for a period of time it may power back on, however, will shut down unexpectedly. The neptune was plugged in the ventilator at the time of the failure. No report of a patient injury.